Event description:
It was reported that the right ventricular lead threshold was elevating. It was noted that the "lack of redundancy" at initial implant, coupled with patient pregnancy compromised the lead/tissue integrity. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, inner tubing kinked/buckled, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.